Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the desktop charger resolved the ins not working, and pain. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient's desktop charger connector pin broken and would not stay in the ins recharger. The device stopped working and the patient was in pain. A new desktop charger was sent to the patient. No further complications were reported.